Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a 'possible device malfunction' message when interrogated during a clinic visit. No magnet tones could be elicited.